Event description:
Customer's wife reported that on (B)(6) 2015 she performed a test on the customer using his adc blood glucose meter and received a reading of 76 mg/dl, which she perceived to be high. Caller further reported customer was "feeling very cold, had a low temperature, was sweating profusely, was almost unconscious and could not move". Paramedics were called and transported customer to a local healthcare facility. At the hospital a reading of 40 mg/dl was received on an unknown device, customer was diagnosed with hypoglycemia and was treated with unspecified "glucose". Customer was discharged from the hospital 2-3 hours later. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. During troubleshooting it was revealed the customer did not wash or prepare the test site prior to performing the test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and the reported test strip lot is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.